Event description:
It was reported that suture placement was attempted in a heavily calcified common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) stenting repair. The arteriotomy was 5 fr and deployment of the first proglide device was attempted. Reportedly, during plunger retraction, a suture break occurred, additional 4 proglides were attempted with the same result. Another 5 proglides were successfully deployed and sutures set aside to perform the index procedure. During the aaa procedure the sheath was upsized to 16 fr. The procedure was completed and hemostasis was achieved with the proglide sutures. There was no reported adverse patient sequela. The hospital has not provided information if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device was discarded at the facility; therefore, a failure analysis of the complaint device cannot be completed. A follow-up report will be submitted with all additional relevant information. The other four proglide devices indicated are being filed under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). The device was discarded at the facility; therefore, a failure analysis of the complaint device cannot be completed. Based on the reported information and the manufacturing inspection criteria a definitive cause for the reported event and associated patient effects could not be determined; however, the reported heavy vessel calcification may have been a contributing factor. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report additional information received indicated that two physicians performed the index procedure and it is not know which physician deployed the proglide devices. One of the physicians is reported to be trained in the use of the proglide devices and the other physician is reported as not trained. No additional information was provided.